Event description:
It was reported that at implant, the lead had high pacing thresholds and high impedance. The lead was not used, and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood/body fluid on the proximal conductor (not obstructed). Dried blood was found in a connector.